Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had an irritation under the lifevest. The irritation was reportedly due to an allergic reaction. The irritation was described as red and itchy with blisters and open wounds. The patient was given a prescription from his physician. Follow up attempts were unsuccessful and the outcome of the irritation is not known.